Event description:
It was reported that, "purchasing called and said that the box was damaged and they could not use."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.